Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that the insulin pump sometimes does not delivered or it delivered a little bit of insulin, not the amount was programmed. Nothing further was reported.